Manufacturer narrative:
Investigation summary: the clinical details state that while using shockwave that was proximal to the impella optical sensor, the ps spiked and then disappeared. The data logs show that after about 30 minutes the ps spikes to 3000, snr dropped to 0, contrast dropped, lamp maxed out, and gain and light were stable. Psnr alarms were triggered and the ps remained out for the rest of the case. Based on the clinical details and data log analysis, the root cause of optical sensor issue was due to a material crack due to shockwave. Per CAPA-013581, IFU cp: 0048-9007 was updated to recommend physician users should ensure the shortest distance from the shockwave coronary ivl device to the impella optical sensor is =20 mm. Device history lot: device lot: 1986690. Device history batch: subcomponent: n/a. Device history review: impella 633578 passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that a patient was implanted with a impella cp for high cardiac risk procedure. While shockwaving, the ostial left main coronary artery placement signals spiked then disappeared. No change in motor current nor impella flows. There was no reported change in patient treatment plan. At the end of the case, the impella was weaned, removed, and access was closed.